Manufacturer narrative:
Additional information: b5, d9, e1, e2, e3, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator was inserted into the cannula. Upon removal, both the duckbill and circular seals were found stretched, while the cannula, obturator, seal housing, and stopcock appeared intact. Functional testing found that the device failed an air leak test. The seal housing was opened to remove and inspect the circular seal, and the subassembly overall height was found to meet specifications. It was reported that gas leaked from the seal. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoid colectomy with bowel resection, gas leaked from the seal during the access step of the procedure. The laparoscopic procedure was converted to an open approach due to the device problem. It was noted that the patient is doing good and recovering well.

Event description:
It was reported that during a laparoscopic sigmoid colectomy with bowel resection, gas leaked from the seal during the access step of the procedure. The laparoscopic procedure was converted to an open approach due to the device problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.